Event description:
It was reported that during a lavh, the device did not work properly. The linear blade, which was supposed to be drawn back to blade shield as soon as peritoneum punctured, was not pulled back. The patient is fine.

Manufacturer narrative:
Info anticipated, but unavailable at this time.